Event description:
It was reported that the surgeon performed an acl in 2006, and used a calaxo screw for the tibial fixation. Eight days later, he did a debridement on the same knee and found an infection on the tibial side; staphylococcus aureus was cultured. The surgeon's concern is that the calaxo screw had already dissolved (it was like jello), he sucked it out with the shaver.

Manufacturer narrative:
No product was returned for evaluation and therefore, no conclusion could be made for this incident.